Event description:
It was reported that prior to starting a da vinci surgical procedure, broken cables were identified on the medium-large clip applier instrument. The device was not used on a patient. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The other grip cable was loose due to the broken cable. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunctions were to recur.